Event description:
On 2/25/98 at approx. 3:30 pm cna & rn alerted don, of an "unusual smell coming from the residents bed, the bed was immediately unplugged and resident removed. Plants. Oper. Mgr. Alerted & they investigated the situation. Outcome: bed motor burned out rit control button being stuck. Resident w/o harm, bed changed & broken bed removed.